Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("left iliac fossa pain") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), myalgia ("muscle pain"), arthralgia ("joint pain"), the first episode of muscular weakness ("joint weakness"), the second episode of muscular weakness ("no more strength in legs/ muscle weakness"), dyspepsia ("digestion difficulty"), abdominal distension ("swollen abdomen sometimes"), abdominal pain ("painful abdomen sometimes"), multiple allergies ("multiple allergies which increased"), immune system disorder ("immune defense "be really put to the test""), anxiety ("unexplained anxiety"), back pain ("low back pain"), irritability ("irritability"), disturbance in attention ("lot of difficulties to concentrate"), menstrual disorder ("abnormal menstrual cycles"), dry skin ("dry skin"), mucosal dryness ("orl dryness (ears, nose, throat, eyes)") and dry eye ("oral dryness (ears, nose, throat, eyes)"). The patient was treated with surgery (removal of essure implants). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, myalgia, arthralgia, dyspepsia, abdominal distension, abdominal pain, multiple allergies, immune system disorder and back pain outcome was unknown, the last episode of muscular weakness, anxiety, irritability, disturbance in attention, menstrual disorder and dry skin had resolved and the mucosal dryness and dry eye was resolving. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, disturbance in attention, dry eye, dry skin, dyspepsia, immune system disorder, irritability, menstrual disorder, mucosal dryness, multiple allergies, myalgia, the first episode of muscular weakness and the second episode of muscular weakness with essure. The reporter commented: the described symptoms increased over the 4 years she has kept the implants. It became disabling and hard at a point that she had sometimes the feeling that was going "to lose her life". A good part of her symptoms disappeared after removing these essure implants. She currently being followed by a kinesitherapist and an osteopath to help rebuild her muscles, to relax and replace muscles and joints that have suffered. Because of food, drugs and others allergies, it was difficult to feed and to treat herself. Her doctor was very worried and did not know what to give, at the risk of not supporting it. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.